Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a highly calcified, lower extremity angioplasty procedure a fox sv balloon ruptured at 11 atmospheres. The device was completely removed from the body without difficulty and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.